Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she has been having issues with high blood glucose for the past four weeks. Her blood glucose at the time of incident was 298 mg/dl, and her current blood glucose was 192 mg/dl. The customer stated that she experienced headaches and sweatiness as a result of the hyperglycemia. She also felt extreme fatigue when her blood glucose went below 90 mg/dl. Troubleshooting was initiated to inspect the pump and its corresponding treatment components. The customer found an air bubble near the top of the reservoir. The customer confirmed that her insulin was not stored at room temperature, and she was advised that cold insulin warming in the pump can cause air bubbles. The customer was advised to remove the reservoir, rewind the pump, reinsert the reservoir, and run a manual prime with the current infusion set. Insulin exited the tubing without incident. The customer was instructed to change out their entire set. No products were shipped or returned.